Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed a no delivery alarm. Customer reported the device would light up but the screen was blank. Customer changed the batteries twice but the display did not return. Customer's blood glucose was 598 mg/dl. Customer treated high blood glucose with an old device. Customer reported the device had been exposed to moisture in summer, customer wore the device in the swimming pool. Customer was assisted in performing the self test, test passed. Customer was advised to monitor the device. Customer will not be returning the device for analysis.